Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "replacement due to rupture". This record relates to the right side. The device was explanted.

Event description:
Healthcare professional reported "replacement due to rupture". Later healthcare professional marked the field for capsular contracture baker grade IV. This record relates to the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.